Event description:
It was reported that this right ventricular (rv) lead was removed from service and replaced due to high impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was removed from service and replaced due to high impedance measurements. No additional adverse patient effects were reported. It was reported that the pacing impedance measurements were greater than 3000 ohms in rv tip to coil configuration. Additionally, defibrillation impedance measurements had increased from 100 ohms to 142 ohms. No additional adverse patient effects were reported.